Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure occurred due to a faulty connection of the video connector. The cause of the video connector connection failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, corrosion was noted on the electrical contact of the video connector soil on the electrical contacts/foreign matter adhesion and flickering image was found due to a bad video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection of the loaner hd autoclavable camera head exhibited scope communication error e311. There was no patient involvement in this event.